Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018 an unopened sample of product was returned for analysis. The product code is control release.the issued sample was not received for evaluation . During the visual inspection of the sample, no defects were found on the packages. The sample was opened and the swage and attachment area of needles were as expected. The sutures were dispensed without problems and examined along of the strand and no defects were observed. A functional test was performed and the tensile force were above the minimum requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture was found on the suture and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a caesarean section on (B)(6) 2018 and suture was used. During the procedure, the suture broke other than knots when tying a knot during dermostitch by interrupted suturing. There were no adverse consequences to the patient. No additional information was provided.